Manufacturer narrative:
As reported, the patient had placement of an unknown cordis inferior vena cava (ivc) filter. The indication for filter insertion has not been provided. The filter malfunctioned including organ perforation and filter tilt. Per the patient profile form (ppf), the cordis device was identified via imaging. Two CT images appear to show an ivc filter; however, a radiology report was not provided. The patient reports ivc and organ perforation, filter tilt, blood clots, clotting and occlusion of the ivc, along with chest pain, shortness of breath and anxiety related to the filter. The filter remains implanted thus unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after seventy-one days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to organ perforation and filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), a cordis type inferior vena cava (ivc) filter was identified per scan imaging done. The type of filter was not identified, and the exact implant date is unknown. The additional information received included two images of an abdominal computerized tomography (CT) scan that appear to show an inferior vena cava filter; however, a radiology report was not provided. The patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately five years and nine months after the filter implantation. The patient further experienced chest pain, shortness of breath and anxiety related to the filter.

Event description:
According to the information received in the patient profile form (ppf), a cordis type inferior vena cava (ivc) filter was identified per scan imaging done. The type of filter was not identified, and the exact implant date is unknown. The additional information received included two images of an abdominal computerized tomography (CT) scan that appear to show an inferior vena cava filter; however, a radiology report was not provided. The patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting of the filter, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately five years and nine months after the filter implantation. The patient further experienced chest pain, shortness of breath and anxiety related to the filter. According to the information received in the redacted-amended patient profile form (ppf), a cordis filter was identified per scan imaging done; however, the type of filter was not identified. The patient further asserts to have suffered from lower back pain post implant, being unable to work, inability to walk, needing a walker, pain in the legs and weakness, becoming aware of these events approximately eighteen years and nine months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and filter tilt. The information provided indicated that there was a cordis type filter, that was identified from imaging. The exact implant date is unknown. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs, tilt, blood clots, clotting and occlusion of the ivc, approximately five years and nine months post implant. The patient also reported chest pain, shortness of breath and anxiety related to the filter. The patient subsequently reported lower back pain post implant, being unable to work, inability to walk, needing a walker, pain in the legs and weakness related to the filter. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and/or the anatomy of the vessel, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Complete perforation of the ivc wall by the filter struts may impact abutting organs. Without post-placement imaging and the limited information provided, the reported events could not be confirmed or further clarified, nor a relationship between the device and the events be drawn. Anxiety, weakness, shortness of breath and pain do not represent a device malfunction and may be related to underlying patient specific issues or other undisclosed comorbidities. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a (approximate implant date).

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused organ perforation and filter tilt. The indication for the filter placement and pertinent medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported events could not be confirmed or further clarified. Ivc filter tilt has been associated with practitioner technique and/or the anatomy of the vessel, specifically asymmetry and tortuosity. The IFU notes vessel damage such as intimal tears and perforation as a long-term and procedural complication related to ivc filters. Complete perforation of the ivc wall by the filter struts may impact abutting organs. Without post-placement imaging and the limited information provided, the report of organ perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to organ perforation and filter tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.